Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly. The patient¿s blood glucose level was unknown at the time of the incident. Customer had to push the buttons a couple times for the keys to respond. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device was received with case cracked behind insulin pump near battery compartment, case cracked behind pump at corner of belt clips rails and all buttons responding properly. Device passed the displacement test device passed the self test and the displacement test. No moisture damage noted on keypad assembly during testing. (B)(4).